Manufacturer narrative:
Upon receipt, the lead was found dissected approx. 18.5 cm distal to the is-1 connector pin. Both parts were returned for analysis. It is reasonable to assume, that the dissection of the lead originated from the explantation procedure. The inspection of the returned fragments revealed several explantation damages such as deformations of the rv and the svc shock coil. Furthermore the is-1 connector pin was found damaged. Cuttings in the insulation were observed. Due to the damages, a mechanical inspection of the lead was not properly feasible. In summary, the lead was found dissected. The analysis of the available lead fragments did not reveal any indication of a material or manufacturing problem.

Event description:
The associated ICD is at eri indication and has met longevity estimates. The patient elected to have the entire system explanted and not replaced on (B)(6) 2014. There are no known complaints associated with the functionality of this system. There are no adverse events reported for this patient. Should additional information be received, this file will be updated.